Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was not sensing or capturing. X-rays confirmed that the lead had dislodged. No intervention was performed. Patient would be monitored.

Event description:
New information noted that the atrial lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.